Manufacturer narrative:
The following devices were also listed in this report: unknown triathlong ts femoral component; cat# unknown; lot# unknown, unknown fluted stem 20 x100; cat# unknown; lot# unknown, unknown distal lateral augment; cat# unknown; lot# unknown, unknown distal medial augment; cat# unknown; lot# unknown, unknown universal tibial baseplate sz 5; cat# unknown; lot# unknown, unknown fluted stem 17x100mm; cat# unknown; lot# unknown, unknown asymmetric patella sz 35x10 mm; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent another right knee revision on about (B)(6) 2015 where the surgeon performed an irrigation and debridement on the wound that negligently cause exposure of the patients' orthopedic implant. It is further alleged that on or about (B)(6) 2015 the arm from a hoyer lift dropped and fell onto the patients' right knee during lifting of the patient causing his knee to bleed and to suffer further agony. It is alleged that his pain increased exponentially over the next several days until finally his left was amputated, above the knee, on or about (B)(6) 2015. Update 5/23/2017: as per update via phone call with the stryker legal department, no devices were reported to be explanted during the irrigation and debridement of the wound on (B)(6) 2015.